Event description:
It was reported the patient had itching/redness around the ipg site. As the result, the wound was washed out on (B)(6) 2023 and the patient was giving IV antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient had itching/redness around the ipg site was reported to abbott. The wound was washed out and the patient was giving IV antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was received wherein the ipg was explanted to address the issue.